Event description:
It was reported that the customer was unable to turn the pump on with the wake button. As a result, the customer experienced an elevated blood glucose (bg) level of 499 mg/dl. Customer required assistance due to their bg level and was given a manual injection by their husband. During troubleshooting with tandem technical support (tts), it was discovered that the wake button was functioning as intended and the customer was able to turn the pump on after tts educated the customer on proper technique when pressing the button. The customer continued using the pump for insulin therapy.